Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product inside the patient.

Event description:
Customer reported that some axsos3 3.5mm cortical screws were put through a variax distal humerus plate. Stryker rep reported that they were not present in theatre at the time and will contact the surgeon for more details.